Event description:
A hospital in (B)(6) reported that a male patient on a pt101 airvo humidifier was receiving therapy through an optiflow nasal cannula. The airvo was set at 30lpm and 15lpm of oxygen added to the oxygen nipple, with an estimated delivery of 52% fio2. The patient was observed to deteriorate in clinical status, with increased confusion, decreased oxygen saturations (reported 86-88%) and increased respiratory rate. The airvo was subsequently observed to have the filter/o2 inlet cap disconnected. The inlet cap was replaced and the airvo therapy recommenced. The patient's oxygen saturations improved to 98% from this time with no further issue.

Manufacturer narrative:
(B)(4). The complaint device was not returned to fisher & paykel healthcare in (B)(4) for evaluation as the hospital continues to use it. Our analysis is, therefore, based on the description of events obtained from the hospital. The patient was observed to deteriorate in clinical status while on the airvo humidifier. Bipap was continued and the patient received further drug interventions and imaging to determine cause of deterioration. After some time it was noticed that the airvo did not have the filter/o2 inlet cap connected. This would result in the airvo not delivering any oxygen concentration, just room air. The inlet cap was replaced and the airvo therapy recommenced on the patient at previous settings at 30lpm and 52%. Oxygen saturations improved to 98% from this time. The customer further reported that it would appear that the inlet cap had been off since initial commencement of airvo therapy and as such had not delivered the prescribed fio2, leading to the deterioration of the patient's condition. The air inlet at the rear of the airvo is used to entrain room air and for the delivery of oxygen though a tube. The inlet cap, which contains a filter, clips onto the unit and can be removed to replace the filter. In this case, the inlet cap had become detached, possibly when the airvo was placed in its mounting tray prior to setup on the patient. As part of our ongoing product initiatives fisher & paykel healthcare modified the design of the mounting tray in mid 2009 to protect and reduce the risk of the inlet cap becoming accidentally detached. The hospital was using old style mounting trays and have now been supplied with new mounting trays. The airvo is a humidifier with an integrated flow generator, designed for hospital use. Our user instructions that accompany the airvo humidifier state that the "airvo is for the treatment of patients spontaneously breathing who would benefit from receiving high-flow, warmed and humidified respiratory gases. They also state: "the unit is not intended for life support." With regard to patients at risk of desaturating, the user instructions also contain the following warning: "continual pulse oximetry is recommended for patients who would desaturate significantly in the event of disruption to their oxygen supply." With regard to the inlet the user instructions state: "ensure an air filter is fitted when operating your unit."